Manufacturer narrative:
Event date: exact date unknown, event occurred six months ago from the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was difficult to charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned due to hospital policy.